Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 298 mg/dl at 7:00 a.m., 236 mg/dl at 7:05 a.m., and 90 mg/dl at 7:10 a.m. After one hour, the patient received the following results within 15 minutes with a new test strip box from the same lot number: 217 mg/dl at 8:00 a.m., 121 mg/dl at 8:05 a.m., and 94 at 8:10 a.m.